Event description:
Complainant alleged that while attempting to pace a 69-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling without duplicating the report. The device was able to pace properly and gain capture using the customer's returned multifunction cable. The device was recertified and returned to the customer. The clinical data logs were not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.